Manufacturer narrative:
Product event summary: the distal portion of the lead was returned, analyzed and the distal conductor of the lead developed a fracture due to flexing while in vivo.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: performance data collected regarding the lead was received and analyzed. Analysis found there was a patient alert for out of tolerance subthreshold lead impedance on (B)(6) 2012. The daily high voltage lead trend data showed that there was an increase in defib impedance from 66 ohms to a peak of 144 ohms between (B)(6) 2012. Concomitant products continued: 1999 competitor implantable pacing lead (B)(6) 2012; 1258t competitor implantable pacing lead (B)(6) 2012. (B)(4).

Event description:
It was reported that the patient went to the ER (emergency room) where right ventricular (rv) lead's defib impedances were found to be high. It was also noted that in (B)(6) 2012 that the patient received ten inappropriate shocks due to the rv lead detecting noise and there was a patient alert for high defib coil impedance. The lead was suspected to be fractured. The lead has been explanted and replaced. No further patient complications have been reported as a result of this event.